Manufacturer narrative:
Findings: no button error alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) escape, act and up buttons dome switch. No unlocked lcd keypad connector noted. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched lcd window and cracked reservoir tube lip. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that when the insulin pump up button was pressed the numbers would scroll. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.